Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during lead implant there was fixation difficulty. It was further reported that as the patient had tricuspid regurgitation the lead was unable to stay fixated. The lead was removed and replaced. No patient complications have been reported as a result of this event.